Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Upon removal of the opta pro 7x10 110 cm balloon after the lesion was treated, there was difficulty in getting the balloon to come out of the proximal end of the 8f terumo sheath. The balloon came apart with a portion of the balloon being caught in the sheath, and was removed along with the sheath. It was reported that the balloon had not completely re-wrapped after use. There was no reported injury to the patient.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Upon removal of the optapro pta balloon after a calcified and stenosed lesion in the knee was treated, there was difficulty removing the balloon from the proximal end of the 8f terumo sheath. The balloon came apart with a portion of the balloon being caught in the sheath which was removed along with the sheath. It was reported that the balloon had not completely re-wrapped after use. There was no reported injury to the patient. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15062774 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.